Event description:
Pt developed pain and swelling in the knee and leg, allegedly after orthovisc injection.

Manufacturer narrative:
Pt claimed that the doctor drained the knee effusion, and recommended the pt to ice it twice a week. No medication was prescribed. The treating physician was contacted and did not indicate whether orthovisc was the cause of the pt discomfort, thus the link between orthovisc injections and the pt's condition has not been established.